Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation of pressure tubing concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
One vamp jr. System was returned for examination. The reported event of ¿leakage at connector" was confirmed. The pressure tubing detached from the bond joint with a vamp jr reservoir stopcock. Indications of bonding solvent were evident on the tubing bond surface area. The tubing outer diameter was measured near the point of detachment and found to be within specification. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient complications noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
In a vamp jr. System, it was reported that during use in a pediatric patient, saline leakage was observed at the connector of the three-way path way and pressure tubing. The device was exchanged for a new one and worked successfully. There was no allegation of patient injury. The vamp jr. System was available for evaluation.